Event description:
Per complaint (B)(4), it was reported that a patient experienced an infection around their dental implant four months after its placement, which led to its removal. Delayed healing was also noted.